Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions showed pacemaker episodes of automatic mode switch during atrial fibrillation that was undersensed by the device prior to the mode switching appropriately. Programming changes were discussed but did not occur. There were no patient consequences or symptoms reported.